Event description:
The technician alleged the hi/low is drifting down on this bed very slowly. No injuries reported.

Manufacturer narrative:
The technician cleaned the hi/low brake washer to resolve the issue.